Event description:
A malfunction alarm was reported, displaying a specific code. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, and the customer successfully reset it without the code recurring. The customer was advised to continue using the pump and to contact support if the issue happened again.